Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent in the rca # 3. The target lesion, located in the rca # 1-3, was described as moderately tortuous, severely calcified with 75% stenosis and was pre-dilated. It was reported that the balloon was relevant device became dog-bone like at approx 5 atm and subsequently ruptured. The half inflated stent was post-dilated with a nc sprinter rx balloon dilatation catheter which also ruptured at 15 atm (MFR report# 2953200-2009-01252). A second endeavor rx stent was deployed at rca # 2; however, the balloon ruptured at 5-6 atm (MFR report#2953200-2009-01253) and the half dilated stent was post-dilated with a nc sprinter rx balloon catheter which also ruptured at 18 atm (MFR report# 2953200-2009-01254). A third endeavor rx stent was deployed with no issue reported then a fourth endeavor rx was deployed at rca # 1 and balloon ruptured was experienced again (MFR report# 2953200-2009-01255). The half dilated stent was post dilated with another MFR balloon catheter and the procedure was completed. The physician commented that no issues were noticed during preparation of the medtronic devices involved in this event. He also commented that pointed part the diffuse stenosis might have caused the series of balloon ruptures. The pt is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4) (second intervention: the half dilated stent was post-dilated with a balloon catheter) - (B)(4): eval results: (balloon ruptured). (Calcified plaque present at lesion site). Conclusion: (calcified plaque present at lesion site).